Manufacturer narrative:
Section g3: correction. Manufacturer's investigation conclusion: analysis of the submitted log files confirmed frequent low flow alarms; however, a specific cause for this finding could not be conclusively determined. The report of a suspected outflow graft obstruction could not be confirmed through this evaluation; however, it should be noted that an obstruction could have contributed to the observed low flow alarms if it was present at the time. A direct correlation between the log file findings, reported events, and heartmate 3 lvas, serial number (B)(6) could not be conclusively established through this evaluation. The system controller event log file contains data from 07dec2019 at 01:37pm through 08dec2019 at 04:31pm. Several low flow events were captured throughout the file, resulting in 13 total low flow alarms. Calculated average flow ranged from 1.4-1.9 lpm for these low flow events. Overall, calculated average flow ranged from 1.4-3.3 lpm. No additional atypical alarms were captured. The pump speed did not drop below the low speed limit for the duration of the file. Analysis of the submitted system controller periodic log file found a slight decrease in calculated average flow over time (from approximately 28nov2019 at 12:46am through 08dec2019 at 03:44pm). No additional atypical events were observed in the submitted lvad log files. On (B)(6) 2019 the center reported that the patient experienced persistent low flows between 2.0 and 2.5 lpm despite optimization of blood pressure and volume status. Imaging was performed to evaluate for graft obstruction. The patient was clinically stable during the low flows. A software upgrade was performed on the patient¿s system controllers, serial numbers (B)(6) and (B)(6), via case numbers (B)(4) and (B)(4), respectively. On (B)(6) 2019 it was reported that the patient experienced low flows, insetting of the previous reduction of the lower flow limit to 2.0 lpm. The patient was asymptomatic. Multiple requests for additional information were sent to the center; however, no further details were provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Updated manufacturer's investigation conclusion: analysis of the submitted log files confirmed frequent low flow alarms; however, a specific cause for this finding could not be conclusively determined. A direct correlation between the log file findings, reported events, and heartmate 3 lvas, serial number (B)(6) could not be conclusively established through this evaluation. The system controller event log file contains data from (B)(6) 2019 at 01:37pm through (B)(6) 2019 at 04:31pm. Several low flow events were captured throughout the file, resulting in 13 total low flow alarms. Calculated average flow ranged from 1.4-1.9 lpm for these low flow events. Overall, calculated average flow ranged from 1.4-3.3 lpm. No additional atypical alarms were captured. The pump speed did not drop below the low speed limit for the duration of the file. Analysis of the submitted system controller periodic log file found a slight decrease in calculated average flow over time (from approximately (B)(6) 2019 at 12:46am through (B)(6) 2019 at 03:44pm). No additional atypical events were observed in the submitted lvad log files. Multiple requests for additional information were sent to the center; however, no further details were provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on (B)(6) 2019. The heartmate 3 lvas instructions for use (IFU) is currently available. The heartmate 3 lvas patient handbook is also currently available. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 7, "alarms and troubleshooting", describes all alarm conditions, including the low flow hazard alarm, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Description of event or problem: additional information. Implant date: correction.

Event description:
It was reported that the patient has continued low flows on (B)(6) 2019. Patient is not symptomatic and the low flows seem to be due to physiologic reasons. The patient's equipment is operating as intended. No further information was provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced intermittent low flow alarms. The patient's controller underwent software upgrade on (B)(6) 2019 to 2.0 low flow limit on their controllers. The imaging was done to evaluate for outflow graft obstruction. No further information provided.